Event description:
It was reported that pump display backlight was off with no graphics visible while pump remained active, and this prevented customer from interacting with or reading pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged for replacement pump with updated software, provided instructions for putting pump into storage mode, confirmed shipping details, and instructed customer to return problematic pump within 10 days and to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.